Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Dr. (B)(6), of the hospital, reported to our sales rep (B)(4), that he was performing a surgery procedure. During this, he observed, that it wa snot able to fix the middle screw of the yellow monotube triax. This was a really new product, never used before. The surgeon could complete the surgery with a hoffmann compact replacement.